Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection.

Event description:
It was reported that during priming with one unit of an oxiris set, the screwed connector ("the rigid component that connects the filter to the return line") was observed to be cracked and leaking. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the device showed the blood header is cracked. A pressure test was performed and a leak was observed at the level of the upper blood header. The reported condition was verified. The observed damage is typical of mechanical shock applied on the product leading to its breakage. The most probable cause of the condition is due to shock that occurred during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.